Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00038. It was reported that the right atrial lead exhibited noise and low impedance. During the procedure, when the lead was disconnected from the pacemaker header, no noise was observed. The lead was tested via psa and everything was fine. When the lead was reconnected to the device, noise was noted again. The lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a complete lead was returned for evaluation. Examination of the lead found suture sleeve impressions on the lead body insulation. The outer coil was bent/kinked in this region. Destructive analysis found the inner insulation was damaged in the suture sleeve impression region. The cause of the reported events was isolated to over-tightened suture sleeve. Electrical tests found shorts between conduction paths due to the insulation was damaged at the suture sleeve impressions region.